Event description:
It was reported that during device interrogation, episodes of noise on ventricular channel were observed. Decrease in impedance and high capture threshold were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.